Manufacturer narrative:
Claim#: (B)(4)

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye. Low vault was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.